Event description:
A non-healthcare professional reported that after implantation of intraocular lens (iol), the patient was unhappy with the vision. The lens was explanted in a secondary procedure and replaced with another lens. The clinical reason for explant was refractive surprise/residual myopia. Additional information has been requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).